Manufacturer narrative:
The pt remains ongoing on lvad support. The system controller was returned to the manufacturer for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt experienced a system controller alarm. Upon review of the system controller history, low voltages were indicated along with pump stoppage and rapid voltage fluctuations.